Event description:
It was reported that during operation of this shaver, it would not repsond to the shutt off controls when used. There were no injuries or surgical delays reported.

Manufacturer narrative:
Investigation findings: the customer's reported problem that the "handpiece would not shut off" was confirmed. Further investigation found the handpiece has a potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.